Event description:
It was reported multiples cartridges were damaged at the cartridge tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to address the issues.